Event description:
The doctor placed a PICC line using standard procedure. Both he, and later his colleague, read the chest x-ray as demonstrating that the tip of the PICC line was in the superior vena cava - right where it should be. The doctor authorized the nursing staff to use the line to administer the tpn, a nutritional substance. Around 4 p.m., a nurse noted that the pt was unresponsive and called a "code blue." After about thirty minutes of resuscitative efforts, the pt was pronounced dead. The coroner listed the cause of death as cardiac tamonade due to perforation of the superior vena cava by the PICC line.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.